Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 431 mg/dl. The customer reported the insulin pump alarmed no delivery. The customer did trouble shoot for the insulin pump and found the infusion set was bent. The infusion set will be returned for analysis.